Event description:
It was reported that during an indirect decompression spacer implant procedure, while attempting to deploy, the spindle cap broke. It was noted that there was a small spinous process and laminates were close. The broken spacer was removed and a new spacer was successfully implanted.

Manufacturer narrative:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. This damage to the spacer indicates the break was due to the deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during an indirect decompression spacer implant procedure, while attempting to deploy, the spindle cap broke. It was noted that there was a small spinous process and laminates were close. The broken spacer was removed and a new spacer was successfully implanted.